Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet with a 6 mm, 23" infusion set; there were no alarms indicating insulin delivery stoppage, and the user confirmed elevated glucose with a fingerstick. Symptoms included high blood glucose exceeding 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis, and without the need for assistance or professional medical intervention. Outcomes included device troubleshooting and education, including a guided infusion set change and follow-up confirming glucose trending downward. Investigation included user interview, review of device behavior and alerts, and troubleshooting of infusion supplies and technique. Investigation of this case revealed no confirmed device malfunction or delivery interruption, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.